Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they had pain previously that started in their knee and moved to their hip and this pain was potentially related to change in weight. Old weight was (B)(6), current weight was (B)(6). Caller mentioned their weight went up and down and they didn't know if they were diabetic or just liked to eat. Caller reported their doctor removed the ins from the right side. They reported they thought the ins was replaced due to normal battery life, but also reported it was replaced due to pain. No further complications were reported or anticipated.